Event description:
It was reported that the collet will not retain a pin. The condition of the collet was discovered during an on-site maintenance visit. There was no pt involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the quality investigation, corrosion was found where the pin would enter the device. This condition is most commonly caused by improper cleaning. If the attachment was not properly cleaned, then corrosion may occur within the attachment possibly causing the pin to be retained.